Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable low total protein urine/csf gen.3 result for one patient sample. The initial result was 6 mg/dl and was reported outside the laboratory. The physician asked the laboratory to repeat testing and the result was 1446 mg/dl. The sample was tested with a urine strip and the result was 4+. The patient was not adversely affected. The reagent lot number was 600951. The expiration date was requested, but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. As the provided calibration, qc, and precision data were acceptable, a test specific or analyzer problem could be ruled out. It was noted the customer was not following the tube manufacturer's recommendation for centrifugation time. This may have affected the sample quality and contributed to the issue.